Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a implantable pulse generator (ipg) experienced no telemetry with the mycarelink monitor while trying to send a transmission, and the transmission progress indicator became stuck at 25% without advancing. The issue was described as a reader position problem. Troubleshooting was performed by power cycling the monitor, moving the reader, and using a dry washcloth, but the issue was not resolved. The ipg remains in use. The patient was referred to the clinic. No patient complications have been reported as a result of this event.